Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was "difficult to operate and was very tight". The lead also exhibited high thresholds in multiple locations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.